Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5x8mm drug eluting stent into an unknown vessel. It was reported that the stent edge was flared. No patient complications were stopped. Patient status is satisfactory.